Event description:
It was reported that the patient underwent a posterior spinal surgical procedure to treat pyogenic spondylitis. It was reported that the patient underwent a revision surgery due to rod breakages just cranial of l2. The rods were replaced. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 869-022, 510k # k040962 was cleared in the united states. The rods have been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additoinal info: visual review confirms rod breakage. Optical examination of the fracture surfaces found extensive damage and smearing on all fracture surfaces. No additional information can be obtained to the on fracture surfaces due to as received condition. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.